Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted a fractured outer coil conductor was observed 280-290 mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields h6 device codes.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons at this time. No additional adverse patient effects were reported. This lead has been received for analysis.